Event description:
It was reported that during during a procedure at the user facility the remb sagittal saw caused a bias current message to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. The procedure was completed successfully using back-up equipment with no delay, no medical intervention, and no adverse consequences reported.it was also reported that during functional testing by a service technician at the manufacturer facility, the remb sagittal saw ran on its own. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.